Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low blood glucose while using a dexcom g7 with an insulin pump, including a confirmed fingerstick of 67 mg/dl and another low alert to 70 mg/dl that was treated with small amounts of juice and food; pump history reportedly showed minimal insulin delivery before the lows, and the specific device component implicated could not be determined. Symptoms included hypoglycemia. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.